Manufacturer narrative:
One device was returned for repair. Service history found device came in for previously for the same problem. Visual and functional tests were performed. The positive supply background test failure was duplicated during power on self-test. Diagnostics found positive supply is less than (B)(4). Possible cause found to be positive supply on main printed circuit board (pcb) malfunctioned. Replaced main the pcb. Also, found battery not working and it was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a positive supply background test error. There was unknown patient involvement.